Event description:
Healthcare professional (hcp) reported a patient was injected in the jaw with 0.1 ml of juvederm volux and experienced ¿had more bruising than usual although none at the site of that injection.¿ the patient also experienced ¿a very tender hard swollen lump at the corner of her jaw where injected. On exam there is a tender warm nodule approximately 1 x1 cms at the posterior angle of right side of jaw.¿ the patient was treated with keflex 500mg qid x 10 days. Symptoms are ongoing.

Manufacturer narrative:
The filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling.